Manufacturer narrative:
Concomitant product(s): a 4076-45 lead, implanted: (B)(6) 2015; dtba1q1 device, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing impedance value. The impedance values were then noted to be back in range. The lv lead remains in use. No patient complications have been reported as a result of this event.